Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). The hemopro2 adaptor cable device was returned to the factory for evaluation. An investigation was conducted on 10/16/2019. A visual inspection was conducted. The device showed signs of clinical usage and no evidence of blood. No defects were observed. The device was evaluated for connector function the cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. Once the cord was connected to the reference hp2 device, and the power supply, no energy was supplied to the hp2 reference device. The adaptor was removed and then replaced with a reference adaptor. Once the reference adaptor was connected, energy was then supplied to the reference hp2 device. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ is confirmed. This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.